Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a normal follow-up, programmer started the ventricular threshold test at 2 volts whereas the starting threshold test voltage was set-up at 3 volts.